Event description:
It was reported a patient developed an infection after the cystonephrofiberscope was used for a diagnostic cystoscopy procedure. The patient experienced symptoms of "not feeling well" which began on (B)(6) 2025. A urine culture was positive for enterococcus and pseudomonas. The patient was treated with intravenous (IV) antibiotics. The patient's current condition is reported to be symptoms free. No further patient harm was reported.